Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that, 18f closure device would not advance smoothly into sheath and severe resistance was met. Physician did not want to try and swap a new device. By third attempt, and forceful pinch of bypass tube into sheath, physician was able to glide device into sheath. Additional information, physician did not want to open another device and kept wanting to re-attempt pushing through the valve. There was no buckling or bending of bipass tube when it met resistance.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The physician did not want to open a device; and choose to continue re-attempting to force the bypass tube into the sheath. After multiple attempts, the physician forcefully pinched the bypass tube into the sheath and was able to insert the closure device. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.